Event description:
A customer contacted baxter (B)(4) regarding an inaccurate fluid reading that occurred on the homechoice (hc) machine, during patient use, while the patient was connected. The customer stated the home patient (hp) had a fill volume (fv) of 300ml delivered during fill instead of the programmed volume of 200ml. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed but not reproduced during evaluation of the returned device; however, no root cause could be determined. A device history record review and service history review were both performed with no issues noted. During the event history log review the reported problem was confirmed in drain 5, which the drain volume (dv) was 339 ml. This value is excess of 160 % of the largest prescribed fill volume (lpfv) (160% x 200=320). A visual inspection of device did not show any issues. Functional tests were performed but no issues noted. The device met product specification.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.